Event description:
It was reported that a patient experienced a breach in aseptic technique. The patient did not use proper aseptic techniques when disconnecting from therapy to use the restroom. Proper procedures were reviewed with the care giver. The technical service representative advised the care giver to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where there was a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.